Event description:
Livanova deutschland received a report of no flow coming from a 3t heater/cooler patient pump circuit. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.